Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported that she had a red, itchy, raw and bleeding area under the front therapy electrode pad. She reported that she was applying an antibiotic to the area. During a follow up on 07/12/2015 the patient reported that she spoke with a nurse at the doctor's office who advised the patient to leave the lifevest off until her appointment on the 16th. The patient reported that the rash was clearing up and was not as painful anymore. During a final follow up on 07/16/2015 the patient reported that her doctor instructed her to put the lifevest back on and that the rash had improved but was not completely gone. The final medical outcome of the irritation is unknown.